Event description:
Additional information was received. It was reported that the subject was getting better, but still needed treatment. The patient¿s next visit was scheduled for (B)(6) 2012.

Event description:
Additional information: it was later reported that patient had experienced a spinal headache and catheter leak in 2010. CT scan with contrast was done on 2010-(B)(6) and showed changes in intervertebral disc space. (B)(6) study was done on 2010-(B)(6) and showed leak within abdomen related to the lumbar portion of the catheter. Patient was hospitalized then. It was stated that the entire system was explanted in 2010-(B)(6). Patient outcome was noted as resolved without sequel as of 2010-(B)(6). As regards to the ongoing event (spinal headache and fluid in right gluteal region reported previously) the patient outcome was noted as resolved without sequelae as of 2012-(B)(6).

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2010-(B)(6), product type catheter. (B)(4). Conclusion - no longer applies to this event.

Event description:
It was reported that the patient experienced a spinal headache, fluid right gluteal region. The patient underwent surgical placement of a lumbar drain on (B)(6) 2011. The patient was hospitalized for this event of moderate severity. The outcome was reported as "ongoing event". The drugs in the pump were sufentanil and bupivacaine.

Event description:
Additional information indicated that the patient had been discharged from the hospital and had a suture removal and wound check appointment in (B)(6) 2011. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model #: 8711, lot#: n200427014, implanted: (B)(6) 2009, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, information previously reported as part of this event actually pertained to the event reported in manufacturer report #3004209178-2013-17316. The information that was actually part of this event is reported below. It was reported that the patient had fluid in the right gluteal region at the lumbar incisional site. On (B)(6), an MRI was performed with contrast and found posterior enhancing granulation tissue with small post-operative collection at the junction of the paraspinal musculature. Eleven days later, a CT scan was performed without contrast and found heterogeneous soft tissue posterior paraspinous. On the next day, a lumbar drain was placed. At the time of report, the event was reportedly ongoing. It was noted that inpatient hospitalization was required as a result of the event. The device was used to deliver sufentanil and bupivacaine. (Refer to pe xxxxx for details pertaining to the spinal headache) that same day, it was reported that the subject was discharged home from the hospital and had a suture removal and wound check appointment during the following week. At the time of report, the patient was getting better, but still needed treatment. The patient¿s next visit was scheduled for (B)(6). About six weeks later, it was reported that the event was possibly related to the device, therapy, or implant procedure. About three weeks later, it was reported that the event resolved without sequela on (B)(6).

Manufacturer narrative:
There was no product problem associated with this event. (B)(4).

Event description:
It was later reported that the system was explanted and was not replaced. The patient was "exited" on (B)(6) 2010.

Manufacturer narrative:
(B)(4).